Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 11:17:31. During night drain cycle one, the patient's ultrafiltration reading was 229ml, indicating the home patient (hp) drained 229ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.